Event description:
It was reported that customer received a no delivery alarm during bolus. Customer's blood glucose was 322 mg/dl. Customer was able to resolve no delivery with an infusion set change. Blood at site was also cleared with set change. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.